Event description:
It was reported that the patient's left lead became infected and there was puss and ooze coming from the patient's head. Although she was unsure of exact dates, the patient stated she noticed the symptoms in (B)(6) 2010 when she would brush her hair or put her fingers through her hair and she noticed liquid. She went and saw a doctor who put her on antibiotics, but this did not get rid of the infection. Another doctor repositioned the lead, but the patient stated the infection remained. The device was removed in (B)(6) 2010. After explant, the infection remained and the patient had a permanent IV in her arm that administered antibiotics 2-3 times a day for two months. The patient stated the infection did clear up.

Manufacturer narrative:
Product ID 377875 lot# v016051 serial# implanted: (B)(6) 2007 explanted:; product type lead; product ID 377875 lot# v016051 serial# implanted: (B)(6) 2007 explanted:; product type lead; product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type recharger; product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the infection occurred in the occipital area. It was stated that the lead eroded through the skin. The reported patient outcome confirmed that the infection resolved. No further information was reported.

Manufacturer narrative:
(B)(4).